Manufacturer narrative:
Medwatch sent to FDA on 01/30/2014. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events stiffness, "cold abscess" with drainage, and inflammation including edema and erythema, are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary" contra-indications: do not over-correct. Precautions for use: as a matter of general principle, implantation of medical device is associated with a risk of infection. Do not inject more than 2 ml per treatment area during each session. Undesirable effects: the pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported a month after injection to the periorbital region with 3 ml's of juvederm voluma with lidocaine and 1ml of juvederm volbella with lidocaine, the pt developed "swelling and redness" to the "left side" which was treated with "cephalexin with good results". Two weeks later the reported redness returned, and pt was treated with a second course of cephalexin as well as ciprofloxacin with no improvement. Redness and stiffness persisted; pt was further treated with hyaluronidase with "worse results". An ultrasound was performed which found a "collection"; this was drained and "pus came out". The pus was cultured and "came back negative", thus the healthcare professional concluded pt had developed a "cold abscess". Since drainage, the "left side" has improved, however the redness has continued on the "right side". Pt has since been admitted to the hospital and released after an unspecified amount of days; since release pt has terminated contact with the injecting healthcare professional. This is the same event and the same pt reported under MDR ID# 3005113652-2014-00034 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvederm voluma with lidocaine (lot # vb20896330).